Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the cannula was kinked in multiple places and pushed into the bottom housing. A leak was found on the soft cannula near the formed needle tip, at the site of a kink. It could not be determined when this damage occurred or how this affected the pod's ability to deliver insulin while the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. . Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached 412 mg/dl. For treatment, the patient's mom gave a correction bolus after she changed pod. The pod was worn between 24 and 36 hours on the back.